Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed meter blood glucose (calibrate now). Customer's blood glucose reading was 455 mg/dl. Advised customer to turn the sensor off for about two hours and reconnect to the old sensor. Nothing further reported.